Event description:
It is reported that tibial provisional broke during trial.

Manufacturer narrative:
Eval summary: the device has field age of over 10 years. Due to repeated use and repeated autoclaving, the condition of the part appears to be a result of normal wear and tear. Eval codes: as returned; the tibial plate provisional is fractured at the base of the post. The specimen also exhibits damage to the outer lip consistent with normal wear and tear. Device history records indicate all components were manufactured and inspected to specification.